Event description:
The complainant alleged that during a code the device inappropriately shut-down after a patient (age and gender unknown) was defibrillated approxiately 19 times. The device was connected to an ac outlet and had a battery installed. The clinician requested the staff to obtain another device but before they could bring the other device the device came back on. The clinician continued to shock the patient at 360 joules for an additional 10 times. The pt did subsequently expire in the emergency room. However, the complaint indicated that the patient's outcome was not as a result of the reported malfunction.